Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The surgeon evaluated the liner at the time of the revision surgery and opted to not revise the device as there was no product issue. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the femoral implant and head were explanted due to recurrent dislocations on right hip.

Event description:
It was reported that the femoral implant and head were explanted due to recurrent dislocations on right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.